Event description:
The pt was reportedly seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.